Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user complained about recurring insulin low and cartridge change alerts that disturbed sleep and could not be fully disabled or set to vibrate only, with alarms occurring when the reservoir displayed 8 units and 6 units remaining and at a cartridge change event; the user stated a preference to wait until the cartridge is empty before changing it and requested escalation. Symptoms included sleep disturbance only, with no reported hypoglycemia and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education, alert setting review, and follow-up calls. Investigation of this case revealed that alerts functioned as designed to notify of low insulin volume and cartridge change, and that alert settings were subsequently verified as set to none and vibrate with user acknowledgement. It was concluded, based on previously established findings for similar reports, that the cause was user expectation and use pattern inconsistent with device design and labeling, with no device malfunction.